Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3005334138-2020-00414, 3005334138-2020-00415. Following an atrial fibrillation ablation procedure, the patient suffered a cerebrovascular accident (cva). Less than one hour post procedure the patient developed paralysis on one side so an MRI was performed, revealing the cva. The patient remained in stable condition with just the paralysis, but was transferred to an outside hospital for thrombolysis treatment. There were no performance issues with any abbott device. The patient was anticoagulated with heparin prior to the procedure and the act was under 300.